Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was inappropriately auto mode switching due to far-r wave oversensing. Programming changes were made and the patient will continue to be monitored.